Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. This follow-up is to provide the evaluation findings as well as to reflect a change of the device part number. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The evaluation revealed that the returned device has deep scratches and gouges on the surface. The radius area of the device is deformed. The deformed radius on the device indicates that it was not engaged in the posterior aspect of the baseplate properly as stated in the event description. Per the surgical technique, "place the insert into the tibial baseplate, engaging the posterior aspect of the base plate first. The anterior aspect of the insert is then snapped into place". A most likely cause of the revision surgery is as stated in the event, that six weeks post-op it was determined that the original insert was not seated properly. This was confirmed via x-ray. This is the first complaint of this type for this part/lot combination. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that insert was not seated properly during initial surgery. It was displaced anteriorly and had to be swapped out for a new one. The original piece was fully retrieved from the patient. The procedure was completed. Case: tka revision. Follow-up investigation: same surgeon performed both original and revision procedures. Six weeks post-op it was determined surgeon had failed to seat the original insert. It was confirmed via x-ray. The original surgery date was (B)(6) 2015. The procedure was a right tka. A replacement implant of the same size and thickness was used to replace the original implant.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. Device history record review revealed nothing relevant to this event. A most likely cause of the revision surgery is as stated in the event, that six weeks post-op it was determined that the surgeon had failed to seat the original insert properly. This was confirmed via x-ray. This is the first complaint of this type for this part/lot combination. If the device is returned and additional information is obtained, a follow-up report will be submitted. Other text : device expected but not yet returned.

Event description:
It was reported that insert was not seated properly during initial surgery. It was displaced anteriorly and had to be swapped out for a new one. The original piece was fully retrieved from the patient. The procedure was completed. Case: tka revision. Follow-up investigation: same surgeon performed both original and revision procedures. Six weeks post-op it was determined surgeon had failed to seat the original insert. It was confirmed via x-ray. The original surgery date was (B)(6) 2015. The procedure was a right tka. A replacement implant of the same size and thickness was used to replace the original implant.